Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4)

Event description:
A nurse reported that there was no vacuum or paco power during surgery. No system messages were shown. The footswitch was checked and was fine. All settings appeared to be correct. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. Therefore, the root cause of the reported event cannot be established. (B)(4).